Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a kcl 40meq in 100ml secondary infusion started at 100ml/hour to infuse over 1 hour. The nurse noticed approximately 5 minutes after the infusion started the kcl bag 1/4 to 1/3 empty and the drip rate was too fast. The infusion was stopped and the IV sets and devices were sequestered.

Manufacturer narrative:
The customer¿s report of a kcl overinfusion was not confirmed. Physical inspection of the device and IV sets noted no damages or anomalies. Log analysis shows that pump module was programmed to run an infusion of IV fluid at a rate of 50ml/hr with a vtbi of 100ml at 4:25 pm on (B)(6) 2015. At 4:26 pm, the user programs a secondary infusion of potassium chloride 40meq/100ml at a rate of 100ml/hr to infuse in 1 hour. Approximately 31 seconds later at 4:26 pm, the user channels off the device. The system is shutdown approximately 2 minutes later at 4:39 pm. The volume recorded as being infused during this timeframe was 0.164ml. Functional testing performed found the pump module to be delivering fluid within specification. The root cause of the customer¿s experience of a kcl overinfusion was not identified.